Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('two additional fragments of coiled gray metal wire/ small piece for the essure was also still noted to be present') and embedded device ('0.5 cm portion of tightly coiled gray metal wire embedded within the lumen of the specimen') in an adult female patient who had essure (batch no. A36514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was fully occluded but the left fallopian tube remained unpacified". The patient's concurrent conditions included multiparous. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), the first episode of abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dental caries ("tooth decay"), the first episode of headache ("headaches"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), migraine ("migraines"), the second episode of headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pain in extremity ("left leg pain"), dysuria ("burning sensation when urinating") and the second episode of abdominal pain ("belly but mostly only the left side") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, embedded device, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dental caries, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, the last episode of headache, nausea, dyspareunia, pain in extremity, dysuria, the last episode of abdominal pain and weight increased outcome was unknown. The reporter considered back pain, cystitis, dental caries, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of abdominal pain, the first episode of headache, the second episode of abdominal pain and the second episode of headache to be related to essure. The reporter commented: (B)(6) 2019 - hysterectomy with unilateral salpingectomy. Diagnostic results: on (B)(6) 2013, she underwent hysterosalpingogram which confirmed right fallopian tube was fully occluded but the left fallopian tube remained unpacified. Lot number: a36514, manufacturing date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two additional fragments of coiled gray metal wire/ small piece for the essure was also still noted to be present'), pelvic pain ('pelvic pain') and embedded device ('0.5 cm portion of tightly coiled gray metal wire embedded within the lumen of the specimen') in an adult female patient who had essure (batch no. A36514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was fully occluded but the left fallopian tube remained unopacified". Medical conditions: on (B)(6) 2013, she underwent hysterosalpingogram which confirmed right fallopian tube was fully occluded but the left fallopian tube remained unopacified. Previously administered products included for an unreported indication: insulin and depo-provera. Concurrent conditions included multiparous. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and the first episode of headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("abdominal pain/right side of lower belly pain/belly but mostly only the left side/left side of lower belly pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dental caries ("tooth decay"), the second episode of headache ("headaches"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pain in extremity ("left leg pain") and dysuria ("burning sensation when urinating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, genital haemorrhage, back pain, depression, fatigue, weight fluctuation, dental caries, the last episode of headache, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, nausea, dyspareunia, dysuria and weight increased outcome was unknown, the pelvic pain, abdominal pain lower and dysmenorrhoea had resolved and the pain in extremity was resolving. The reporter considered abdominal pain lower, back pain, cystitis, dental caries, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: dates or removal: (B)(6) 2019 -hysterectomy with unilateral salpingectomy (B)(6) 2019 left fallopian-left essure, (B)(6) 2019 laparoscopy, right salpingectomy . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: a36514 manufacturing date: 2012-08 expiration date: 2015-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs received. Event onset date added. Event outcome were updated of events pain in extremity, abdominal pain, pelvic pain, dysmenorrhea. Date of removal updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('two additional fragments of coiled gray metal wire/ small piece for the essure was also still noted to be present') and embedded device ('0.5 cm portion of tightly coiled gray metal wire embedded within the lumen of the specimen') in an adult female patient who had essure (batch no. A36514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was fully occluded but the left fallopian tube remained unopacified". The patient's concurrent conditions included multiparous. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), the first episode of abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dental caries ("tooth decay"), the first episode of headache ("headaches"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), migraine ("migraines"), the second episode of headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pain in extremity ("left leg pain"), dysuria ("burning sensation when urinating") and the second episode of abdominal pain ("belly but mostly only the left side") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, embedded device, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dental caries, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, the last episode of headache, nausea, dyspareunia, pain in extremity, dysuria, the last episode of abdominal pain and weight increased outcome was unknown. The reporter considered back pain, cystitis, dental caries, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of abdominal pain, the first episode of headache, the second episode of abdominal pain and the second episode of headache to be related to essure. The reporter commented: (B)(6) 2019 & (B)(6) 2019 -hysterectomy with unilateral salpingectomy. Diagnostic results: on (B)(6) 2013, she underwent hysterosalpingogram which confirmed right fallopian tube was fully occluded but the left fallopian tube remained unopacified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: pfs& mr received: case become incident, device removed, newly added events- pelvic pain, device breakage, embedded device, essure removal date was added, onset date of previously reported events were added, severity of previously reported events- left leg pain, abdominal pain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.